Event description:
The customer reported that the image was jumping like a ping pong ball and that the connector was loose during mini percutaneous nephrolithotomy and ureteroscopy procedures involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.